Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the filter of a 55cm optease vena cava filter was torn in diameter and the filter was deformed after the conveying sheath was delivered to the middle section. There were delivery problems such as difficulty reaching the target lesion, resistance with the guidewire/embolic protection device, and difficulty during deployment. The device could not be used again and the procedure was completed by changing to a new filter. There were no reports of patient injury. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The extent of the deep vein thrombosis (dvt) was lower extremity venous thrombosis. There was no thrombus present at the implant site. There were no contraindications for anticoagulation, no recurrent pe despite anticoagulation, and the patient was on anticoagulation post implant. Pre/post imaging was completed. The size and shape of the vena cava were 25mm and bent, and the vessel size was measured. T here were no peri/post procedural complications. During preparation of the device, no damage was noted to the filter storage tube. There were delivery problems such as difficulty reaching the target lesion, resistance with the guidewire/embolic protection device, and difficulty during deployment. The filter was in an acute or sharp bend during delivery. The type, location, and number of fractures were in the lower extremity. The vessel was tortuous. The user was trained in the use of the device. The device will be returned for evaluation.

Manufacturer narrative:
Updated medical device problem code of "1260 - fracture" to "1316 - difficult to insert" and "1504 - material puncture/hole"

Manufacturer narrative:
Updated: component code of "3036 - cannula" and device code of 2907 - detachment of device or device component was added. Complaint conclusion: as reported, while using a 55cm optease vena cava filter, the "pipe diameter" was torn in diameter and the filter was deformed after the conveying sheath was delivered to the middle section. There were delivery problems such as difficulty reaching the target lesion, resistance with the guidewire/embolic protection device, and difficulty during deployment. The device could not be used again and the procedure was completed by changing to a new filter. There were no reports of patient injury. There was no damage found on the device or packaging prior to opening. The device was stored and prepped per the instructions for use (IFU). The extent of the deep vein thrombosis (dvt) was lower extremity venous thrombosis. There was no thrombus present at the implant site. There were no contraindications for anticoagulation, no recurrent pe despite anticoagulation, and the patient was on anticoagulation post implant. Pre/post imaging was completed. The size and shape of the vena cava were 25mm and bent, and the vessel size was measured. There were no peri/post procedural complications. During preparation of the device, no damage was noted to the filter storage tube. The filter was in an acute or sharp bend during delivery. The type, location, and number of fractures were in the lower extremity. The vessel was tortuous. The user was trained in the use of the device. An ¿optease vc filter ous, 55cm femoral only¿ was reported in the product complaint. The shipment included the obturator, cannula, filter, filter introducer, and vessel dilator, all packaged inside a plastic bag. During evaluation, the filter was found to remain inside the filter introducer. The obturator was kinked or bent approximately 48.80 cm from the distal end, and the cannula showed a separation approximately 18.6 cm from the distal end. The vessel dilator showed no visible damage. Because the filter remained inside the introducer, no damage or anomalies could be identified in the filter during visual inspection. Dimensional measurements near the bent area of the obturator confirmed that the outer diameter was within acceptable limits. Functional testing was not possible using the returned cannula due to the separation, so a lab cannula was used instead. The filter was placed into the lab cannula, and the returned obturator was inserted through the hub, the filter advanced successfully with no observed damage. High-magnification inspection confirmed the separation in the cannula and revealed surface scratches near the affected area. No additional anomalies were observed, and the filter appeared undamaged under microscopic examination. The reported issues, ¿filter impeded,¿ ¿obturator (filters) ¿ resistance/friction,¿ ¿filter damaged,¿ and ¿catheter sheath introducer (csi) ¿ advancement difficulty¿ were not seen during product analysis. The filter, returned inside the storage tube, was successfully advanced through a lab cannula using the returned obturator, with no damage noted visually or microscopically. Additionally, it is not possible to simulate advancement of the csi through a vessel in a lab setting; therefore, the advancement difficulties cannot be fully verified. The malfunction ¿cannula (csi/filters) ¿ separated¿ was confirmed, with scratch marks near the damaged area suggesting interaction with a sharp object or mechanical stress. The source of these marks likely contributed to the separation. Although the exact cause of the reported issues cannot be found, vessel characteristics may have played a role in the advancement difficulty and subsequent failure. Users are trained to inspect devices before and during use and to avoid using damaged products. As outlined in the IFU: ¿if strong resistance is encountered during any stage of the procedure, the user should discontinue and determine the cause before proceeding. Specifically, if filter advancement is problematic due to a tortuous vessel path, advancement should be paused prior to the curve. The sheath introducer should be advanced through the curve before continuing filter advancement.¿ based on available information and product analysis, there is no evidence to suggest a device design or manufacturing issue; therefore, no corrective or preventive actions will be taken at this time.